Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the vascular damage was most likely use-related as not all best practices were utilized.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and during support, there was moderate arterial bleed at the impella site. Angle matching and manual pressure was performed to no avail. A computed tomography scan was performed and the patient was found to have an extravasation and hematoma extending up to retroperitoneal space. Vascular surgery was consulted and patient was taken to operating room for femoral artery cutdown and impella removal. The patient remained stable throughout the procedure and the procedural outcome was the patient survived surgery.